Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a lead for off-label use. It was reported the patient was given oral antibiotics as a precaution (for an unspecified reason) after their lead site was analyzed. It was also reported the patient experienced pain at their lead site. Follow up revealed the pain at the lead site resolved over time.